Manufacturer narrative:
The product was visual inspected in the laboratory of the manufacturer. No clots were rinsed out during cleaning. No abnormalities were detected. The product will be forwarded to the qa lab for further investigation. The product was tested for it's o2 & co2 transfer rate and for its pressure drop behavior at maximum flow. The gas exchange performance and pressure drop test met the specification. Thus the reported failure "in flow and outflow of oxy." Could not be confirmed. The cause of this failure was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within mcp specifications. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device was requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "vv ECMO was initiated (1117 am) on a sprinter cart rotaflow pump with a maquet quadrox ID oxygenator via 27fr avalon catheter. Flows of 4 lpm were quickly achieved with a sweep gas of 2 lpm on 100% fio2. Arterial saturations at this point remained in the low 90s with a patient ventilator fio2 of 100% (ECMO flows: 4.2 lpm sweep:4lpm). Attempts to wean the patient ventilator fio2 to 60 % resulted in arterial saturations in the low 80s, confirmed by a patient arterial blood gas showing a po2 of 67 mmhg. The maximal patient po2 achieved in the or on 100 % ventilator fio2 was 121 mmhg. Bronchoscopy was performed. Patient oxygenation status remained unchanged. There was also poor color change between the inflow and outflow limbs of the ECMO circuit. After discussion with bedside care team ((B)(6), attending critical care physician, perfusionist) it was decided the best course was to change the oxygenator. After completing the circuit change out good color change was noted and the post oxy pao2 was 357mmhg on new quadrox ID oxygenator. The old oxygenator was rinsed with normal saline and again, no evidence of clot noted. (B)(4).